Event description:
Risk management, alleged that the bed moved downward while a pt was in the bed. The pt alleged they are in pain and favoring one side of their body. Rep reported that there were no witnesses to the event.

Manufacturer narrative:
Tech ii, found that the bed functioned properly and could not duplicate the alleged problem. Rep stated that the original hosp report stated that the head section moved downward. However, the reporter, reported that she interviewed the pt and the bed moved downward and not the head section. In addition maintenance, was the one who responded to the call when this happened. Maintenance, stated that the pt's family was in the room when this happened.